Event description:
During evaluation of a returned novum iq syringe pump, system error 21502 (flange sensor failure) was observed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, system error 21502 (flange sensor failure) was observed. A flange sensor test was performed, and the results failed. The cause was determined to be from the top enclosure/mech/flange assembly. The top enclosure/mechanism/flange assembly requires replacement to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.